Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2021-01157. 1. Additional result codes h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kinks and fracture observed near the mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly and the pusher assembly was bent along its length. The detached embolization coil was likely a result of the pusher assembly fracture. The bends on the pusher assembly were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.